Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d catalog number was corrected. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the position issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Access site adverse event/minor bleed: the cause of the bleed issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. During the procedure, the patient coded multiple times requiring chest compressions. The patient was intubated for respiratory support, and multiple drips were started. The impella was inserted for ventricular support as a bailout for a high-risk percutaneous coronary intervention (pci). The impella seemed stuck under the papillary so was repositioned under fluoroscopy and echocardiogram successfully. The urine was noted to be pink/red. The patient was also oozing from the impella site, swan groin site, and the central line site in the neck. The patient received 15,000 units of heparin for the pci. The post-procedure outcome is unknown. The device functioned at p-4 at 2.2l/min with no issues. The presence of multiple invasive device sites increase the bleeding risk. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).